Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter, receiver, and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. Share log data was available for review and the logs could not confirm a pairing failure within the investigation window; however, several loss of connection gaps were found. The reported defect could not be replicated with the returned transmitter. The customer complaint of pairing failure was not confirmed. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of connection loss.